Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additional reporter email address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract. The following information was provided by the initial reporter: "customer stated that they are unable to retract the needle back in. "

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract. The following information was provided by the initial reporter: "customer stated that they are unable to retract the needle back in. ".

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.